Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011448, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6011448". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011448 was manufactured according to the work instruction (wi) version 77 and packaged in the linea 06 on 27-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples. No non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set occlusion alarm event on (B)(6) 2025. The event occurred 3 or more hours after insertion. The insertion site was the abdomen. The blood glucose level was 560 mg/dl at the time of the event due to which patient required assistance from emergency room (ER) on (B)(6) 2025 and got treated with intravenous (IV) and fluids of saline. The duration of emergency room (ER) stay was 22 hours. The patient also took multiple daily injections (mdi) to resolve blood glucose issue. The patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011448, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6011448". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011448 was manufactured according to the work instruction (wi) version 77 and packaged in the linea 06 on 27-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples. No non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.